Manufacturer narrative:
The device was returned to the resmed design facility for an extensive engineering investigation. Performance testing of the device confirmed the reported issue. The investigation determined that the root cause of this issue was physical damage to the device main printed circuit board (pcba). Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident resmed reference # (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).